Manufacturer narrative:
Unit was received with critical pump error and pump error confirmed in history file due to moisture damage to force sensor. Unit was received with corroded electronic assemblies and corroded motor home switch. Unit was received with cracked battery tube threads, minor scratches on case, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked retainer, stained serial number label and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call critical pump error alarm and moisture damage on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for critical pump error was performed. Customer advised the display screen showed the critical pump error message with a red x on the display screen. Customer advised the insulin pump was exposed to moisture from the swimming pool and could hear the fluid inside the device when they shook the insulin pump. Troubleshooting was unable to resolve the issues. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.